Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue and the reported failure to deploy were unable to be confirmed, however the noted damages (stretched outer member, kink) likely contributed to the reported difficulties during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling of the device resulted in the noted stretched outer member and the noted kink within the stretched outer member thereby reducing the inflation lumen, thus resulting in the reported inflation issue and the reported failure to deploy as the compromised device was attempted to be inflated. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery (rca). A 2.75 x 38 mm xience xpedition rx stent delivery system (sds) was advanced to the lesion without resistance; however, the balloon would not inflate. Inflation was attempted twice at 8 atmospheres for 8 seconds but the balloon would not inflate to deploy the stent implant. Another indeflator was used to inflate the balloon, but it would not inflate. A new 2.75 x 38 mm xience xpedition sds was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.